Event description:
It was reported that an ilet user experienced intermittent delay and inconsistent response when pressing the device¿s sleep/wake button, and the user declined a replacement after being offered one because they did not want to repeat the relearning process; blood glucose was reported as not impacted and no medical care or hospitalization occurred. Symptoms included no adverse physiological effects. Outcomes included no interruption to diabetes therapy and no change to glycemic control. Investigation included phone-based troubleshooting and user education. Investigation of this case revealed that the reported behavior was consistent with a noncritical user interface or mechanical actuation issue of the sleep/wake button without evidence of device failure affecting therapy. It was concluded that the event did not result in patient harm and that continued monitoring and user guidance were appropriate.